Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1514108 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a readings complaint involving his adc blood glucose meter. Customer reported that on (B)(6) 2015 at around noon, he was at the va clinic and was "confused and didn't know where he was." A nurse told the customer to sit down, and he stated that is the last thing he remembers. The customer reportedly experienced a loss of consciousness. Paramedics were called, and obtained a reading of 27 mg/dl (time not reported), which the customer compared to a reading of 142 mg/dl taken from his adc meter at an unspecified time. Paramedics diagnosed the customer with hypoglycemia, and administered unknown treatment (customer cannot remember). There was no report of death or permanent injury associated with this event.